Event description:
It was reported that the patient's blood glucose levels reached 302 mg/dl while wearing the pod between 4 and 24 hours on the back. They then changed the pod and gave a correction bolus.

Manufacturer narrative:
The pod was received deployed. Fluid was not able to flow through the complete fluid path. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any internal or external tears in the fluid path. An internal leak was found. The distance from the nail head to the tear is 0.4025 inches. The internal leak resulted in the pod failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.